Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited potential setscrew problems and noise. It was also reported that the right ventricular (rv) lead exhibited short integrity counts, diminished r waves and noise. The device and leads remain in use. No patient complications have been reported as a result of this event.